Event description:
An anneurx abdonimal stent graft system was inserted into a pt for the endovascular treatment of a 7.5 cm abdonimal aortic aneurysm. The vessels were moderately tortuous and moderately calcified. It was reported that the physician was unable to advance the stent graft to the intended landing zone. The delivery catheter kinked in two places during the advancement due to the vessel morphology. The delivery system catheter was removed from the pt. The physician used another aneurx device which was successfully deployed. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (moderately tortuous and moderately calcified vessels). Conclusions: (moderately tortuous and moderately calcified vessels). The device was returned with the stent graft still loaded in place. The slider was in home position and back-end component in place. There were severe kinks on the graft cover at 14.2 cm and 17.1 cm from edge of graft cover. A third kink at the strain relief. No abnormalities were noted on the device, other than the kinks noted above, which are most likely caused by the pt's vessel anatomy.